Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer a cracked needle. 5fu was infusing. Leak was discovered by rn flushing patient mediport prior to administering second dose of chemotherapy. Rn had to de-access and re-access patients mediport thus disrupting flow of medication administration.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer a cracked needle. 5fu was infusing. Leak was discovered by rn flushing patient mediport prior to administering second dose of chemotherapy. Rn had to de-access and re-access patients mediport thus disrupting flow of medication administration.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked y-site was confirmed. The sample was evaluated and this event was determined to be supplier related. The supplier has been notified of this event. Bd is working closely with the supplier to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported by the customer a cracked needle. 5fu was infusing. Leak was discovered by rn flushing patient mediport prior to administering second dose of chemotherapy. Rn had to de-access and re-access patients mediport thus disrupting flow of medication administration.